Event description:
Customer called to report she experienced high blood glucose. Blood glucose reading was 400 mg/dl. The customer had treated with manual injection. Customer stated that she had been having trouble with infusion sets from one box. Troubleshooting was performed. The insulin pump was found to be functioning as designed. Advised that the infusion sets and reservoirs will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).